Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -9.0 diopter, into the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017 the lens was exchanged with a smaller lens due to excessive vaulting. The problem was resolved.

Manufacturer narrative:
Lens was returned in a micro centrifuge vial. Visual observation found haptic tears along with moisture on the lens. (B)(4).